Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr), an enlarged atrium, a rotated heart, and a history of prior cardiac surgery underwent a triclip procedure. During the procedure, imaging was challenging. Two triclips were successfully implanted.post-deployment, the first clip had single leaflet device attachment (slda) from the septal leaflet, attributed to physical contact with the second clip during positioning. Per the physician, the slda was related to the patient¿s pre-existing anatomy. An additional clip was subsequently deployed to stabilize the slda clip. The tr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr), an enlarged atrium, a rotated heart, and a history of prior cardiac surgery underwent a triclip procedure. During the procedure, imaging was challenging. Two triclips were successfully implanted. Post-deployment, the first clip had single leaflet device attachment (slda) from the septal leaflet, attributed to physical contact with the second clip during positioning. Per the physician, the slda was related to the patient¿s pre-existing anatomy. An additional clip was subsequently deployed to stabilize the slda clip. The tr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported device damaged by another device (dislodged clip) was due to procedural circumstances. The reported single leaflet device attachment (slda) resulting in tricuspid regurgitation (tr) was a cascading effect of the device damaged by another device and pre-existing patient anatomy. The reported poor image resolution appears to be related to the imaging quality.additionally, the reported patient effects of tricuspid regurgitation is a known possible complications associated with triclip procedures. The reported serious unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.